Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the infection is the surgical procedure. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7060m-90, lot# 2631451, mfd. 03/19/2018, exp. 2023-03-19, (B)(4). 2nd (second): ifuse-3d implant, p/n 7050m-90, lot# 2631351, mfd. 03/05/2018, exp. 2023-03-05, (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7060m-90, lot# 2631451, mfd. 03/19/2018, exp. 2023-03-19, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of pain following the procedure which resolved following two days of pain killers. The patient later developed wound dehiscence and an e. Faecalis infection at the wound site which was reported approximately two weeks after the surgical procedure. The patient is being treated with oral antibiotics. The patient has not reported any si joint pain. The has been no further updates on the patient's condition.